Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue, and with a catheter as well. The fse checked the fault logs and found autofill failure, which represents fill fail - shuttle purge timeout iab disconnected, a bad atmospheric calibration poor vacuum performance, or a bad k11, k3, k4, or k10 not closing, and pinched tubing from vacuum reservoir. The fse performed the transducer calibration and performed the patient interface module leak test. The unit failed the patient interface module (pim) leak test. The fse then replaced the patient interface module and the iabp unit was now passing all manifolds tests. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. No patient harm, serious injury or adverse event was reported.